Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient was admitted and hospitalized due to experiencing diabetic ketoacidosis (dka). At the time of contact the patient was in stable condition but was still acidic. There was no allegation of defect made against the device, which was in use at the time of event. Patient's mother had contacted dexcom in order to obtain clarity reports for the doctors. No additional patient or event information was provided.